Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to methicillin-resistant staphylococcus aureus (mrsa) infection and bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information received indicates that the patient arrived with increased swelling and fever around pacemaker site. Bleeding was also noted from lateral end of incision and CT of chest revealed fluid collection. There is draining of thick serous fluid and planned pacemaker removal. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to (B)(6) infection and bacteremia. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead remains in service.